Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balance middleweight; stents: jostent graftmaster 4.0 x 19 mm, 3.5 x 16 mm and 3.0 x 19 mm. The otw jostent graftmaster 4.0 x 19 mm, 3.5 x 16 mm, and 3.0 x 19 mm mentioned are being filed under separate manufacturer report numbers. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure to treat an existing free perforation in the saphenous vein graft (svg) to the circumflex (cx) coronary artery, a 4.0x19 jostent graftmaster otw covered stent system was advanced onto a balance middle weight (bmw) guide wire to the perforation site, then deployed at a maximum (max) pressure of 14 atmospheres (atm). Fluoroscopy revealed that the perforation was not sealed. Thus, a 3.5x16 jostent graftmaster otw was advanced distal to the 1st graftmaster, then deployed at max pressure of 14 atm. Fluoroscopy revealed that the perforation was not sealed with this stent, as well. Thus, a 3.0x19 jostent graftmaster otw was advanced past to two previously placed graftmaster stents then deployed at a max pressure of 14 atm. Though the perforation was smaller, repeat fluoroscopy still showed presence of a perforation. While a 4th jostent graftmaster (3.0x12 size) was advanced and deployed at 14 atm and fluoroscopy showed that there was no more perforation, a mild degree of extravasation outside of the vein graft was noted, was monitored closely and, as anticipated, sealed once anticoagulation was reversed. There was no occurrence of a clinically significant delay and the patient was discharged to home in stable condition. No additional information was provided.

Event description:
Subsequent to the initial filed medwatch report, the following additional information was received: after deployment of the four jostent graftmaster stents, post-dilatation had been performed in an attempt to completely seal the perforation leak prior to sealing the leak via anticoagulation reversal, as reported. At one point during the procedure, the patient briefly became somewhat vagal and bradycardic for which 0.5mg of atropine was administered with immediate response to medication. At the conclusion of the procedure, chest pressure (but not pain) was felt, but the patient remained hemodynamically stable. The patient also experienced acute kidney injury post-procedure with a rise in creatinine to 3.1, which was treated with medication; creatinine improved over time. Failure to seal the perforation contributed to the prolonged hospital stay as patient required transfusion and prolonged monitoring. The patient was discharged on (B)(6) 2013 (9 days post-procedure) in good condition. No additional information was provided.

Manufacturer narrative:
(B)(4). EKG shows atrial fibrillation at 61 bpm, st segment depression, and t-wave inversion in avl. Hematology values (B)(4) 2013: sodium=137, potassium=3.8, chloride=100, bicarbonate=29, bun=51, creatinine=1.5, glucose=248, hemoglobin=11.1, hematocrit=34.0, wbc=7.3, platelets=126,000, inr=2.3, ast=29, alt=16, albumin=3.9, and bnp=206; hematology values (B)(4) 2013: hemoglobin=11.6, hematocrit=34.7, wbc=7.9, platelets=155,000, potassium=3.9, sodium=136, bun=62, creatinine=1.7; (B)(4) 2013: pre-procedure arteriography and angiography performed. Hematology values (B)(4) 2013: wbc=10.8, rbc=2.65, hemoglobin=7.8, hemacrit=23.6, mcv=89.1, mch=29.4, mchc=33.1, rdw=16.5, rdw-sd=52, platelets=206,000, sodium=137, potassium=4.0, chloride=104, co2=23, bun=56, calcium=8.5, creatinine=1.4, albumin=2.7, phosphorus=2.7, glucose=146. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It may be possible that the anatomical conditions contributed to the reported leak. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and a conclusive cause for the reported leak can not be determined the additional therapy/ non-surgical treatments, treatment with medication and hospitalization appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency. Further testing is unlikely to replicate the reported issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.